Event description:
It was reported that "before" use the cardiosave intra-aortic balloon pump (iabp) unit not turning on. No patient involved, no harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h3, e3, h6. (Type of investigation, investigation findings, investigation conclusions). Additiopna initoial rep name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit does not turn on issue was repaired by inserting the unit into the cart all the way in. Fse said that issue was not duplicated. Functional testing and safety check were done to meet factory specifications. The unit was returned to the customer and cleared for customer use.